Event description:
It was reported that the pump was implanted after its use before date (ubd). It was indicated that the days expired at implant was 215 days. There were no patient symptoms reported. The drug delivered via pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot#: j11160r60, implanted: (B)(6) 2002, product type catheter. (B)(4).